Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, under-sensing and pacing not delivered when required. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.